Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. A complete pump reset was performed with guidance from technical support, and the customer successfully started their sensor session without encountering the error again.